Manufacturer narrative:
(B)(4). The available information suggests this product was retained by the hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was explanted due to infection. It was reported that the patient had tested positive for covid-19 a month prior to the extraction and few days prior to the explant remained positive. It was unknown if the infection was related to covid-19. The system was successfully explanted with no complications. The patient expired the following day due to covid-19 related complications.